Event description:
A report was received from medical affairs stating a patient's wife reported that her husband had three unknown palmaz genesis stents implanted in the right iliac artery due to blockage. She also reported he had two unknown cardiac stents implanted in unknown vessels. She indicated that he experienced right leg pain and that his foot turned blue. She indicated that the stents had moved. The patient confirmed that he had three palmaz genesis stents implanted in the right iliac artery due to blockage. He stated two weeks after the palmaz genesis stents were implanted, he had right foot pain and his foot turned blue. The patient stated he had blockage in the palmaz genesis stents and had three smart stents implanted. He stated he had pain in his left leg and had two smart stents implanted in the left leg. The clinic liaison at the patient's physician office confirmed the coronary stents implanted were driver stents. The clinic liaison confirmed the patient had an abnormal ankle brachial index (abi). Three days after the abi, the patient had three palmaz genesis stents implanted in the right iliac artery. One month after stent implantation, results of an abi doppler were abnormal. The clinic liaison stated the patient was not compliant with anti-platelet therapy and continued to smoke after the palmaz genesis stents were implanted. The patient had a re-occlusion of the palmaz genesis stents in the right leg. Three smart stents were implanted in the previously implanted palmaz genesis stents. Seven months after initial implantation of the palmaz genesis stents, the patient reported increased claudication of the left leg. Two smart stents were implanted in the left iliac artery. It was confirmed there was no prior stents in the left iliac artery.

Manufacturer narrative:
During the procedure, the smart stents in the right leg were confirmed to be patent. The clinic liaison confirmed there were no other problems with the palmaz genesis stents. She stated the lot numbers for the palmaz genesis stents were unknown. The product is not available for evaluation. Concomitant devices were unknown. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9610978-2010-00239, 9610978-2010-00240, and 9610978-2010-00241. On (B)(6) 2010, the patient had three palmaz genesis stents implanted in the right iliac artery after which the patient continued to smoke and was not compliant with prescribed anti-platelet therapy. On (B)(6) 2010 an abi doppler of the right leg was completed and was noted as abnormal. The three stents exhibited re-occlusion. Three smart stents were implanted to cover the previously implanted palmaz genesis stents. On (B)(6) 2010, the patient complained of increased claudication of the left leg and on (B)(6) 2010 the patient underwent implantation of two smart stents in the left iliac artery during which the smart stents in the right leg were confirmed to be patent. It was also confirmed that the patient had two non-cordis coronary stents placed in an unknown artery at an unknown time. (B)(4): the product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. (B)(4): the product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. (B)(4): the product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process. It is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the instructions for use (IFU) as such. Stenoses in stents are usually treated with intrastent percutaneous transluminal angioplasty (pta) or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological, and lesion.